Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): analysis was able to confirm the customer allegation.

Event description:
It was reported that an error message occurred. No patient involvement or complications were reported as a result of this event.